Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377860, lot# v010208, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v010208, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient had a stimulator years ago but was removed 6-7 years ago by his doctor. The stimulator was removed because it was not benefiting the patient any. The patient¿s health care provider (hcp) confirmed the device was not helping the pain. The cause was of the event was not device related. The patient recovered without permanent impairment. If additional information is received, a follow up report will be sent.